Event description:
It was reported that damage to the front of the sheath occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After deployment of the wds, the closure device could not be fully recaptured. The front part of the was was torn and damaged. Another was and wds were used to complete the procedure. No patient complications were noted.

Event description:
It was reported that damage to the front of the sheath occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After deployment of the wds, the closure device could not be fully recaptured. The front part of the was was torn and damaged. Another was and wds were used to complete the procedure. No patient complications were noted.

Manufacturer narrative:
Device analysis by MFR.: returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed that the tip was damaged as it was torn and there was ptfe delaminating from the inner sheath wall. No other damage or defects were found. Media from the clinical procedure was provided to boston scientific and reviewed by a member of the complaint investigation site. A photo depicted the soft tip of the access sheath was torn and there was ptfe delamination. The review of the media confirms the reported event. Product analysis could not confirm the reported event of difficulty recapturing as clinical circumstances could not be replicated. Product analysis confirmed the reported event of tip damage as the tip was damaged.